Event description:
The facility's biomedical technician reported an infusion pump with a failure code 715. The technician stated that they have no record of any patient incident involving the pump since the last baxter service event. Information was requested regarding the date this report occurred, if the reported condition occurred during clinical use or testing, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.